Event description:
It was reported that during an arteriogram diagnosis procedure a guide wire fracture occurred. The 100% stenosed lesion was located in the calcified and non-tortuous right common iliac artery. Vascular access was obtained via the right common femoral artery, a 6fr sheath was inserted, and the choice guide wire was advanced across the lesion. When the arteriogram was completed, the physician began removing the guide wire and noted that as the wire passed through the introducer sheath the wire 'came apart'. The physician pulled out the detached wire segment from the introducer sheath. No device fragments were left inside the patient. The physician completed the procedure by advancing a glide wire and deploying an express ld stent in the lesion. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell state. The supply bag was empty but the final bag and heater bag were full. The technical service representative (tsr) cleared the se and informed the hp of the se meaning. The hp would stop therapy and contact the peritoneal dialysis nurse (pdn) in the morning for instructions on completing therapy. On (B)(6) 2010 product surveillance contacted the home patient's nurse regarding the bag not being spiked or connected properly causing system error 2240 alarm. The nurse stated that the bag fell off of the table and thinks that air got in the line. The nurse stated that the patient is doing fine and has been able to continue therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause was due to air being sucked into the disposable after the supply bag fell and disconnected. The nurse stated that the bag fell off of the table and thinks that air got in the line. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).